Event description:
It was reported that during an arthroscopy procedure, the anchor broke during the insertion. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One 72203852 suturefix ultra suture anchor device used for treatment, was returned for evaluation. The complaint stated: ¿the anchor broke during the insertion.¿ the handle body, button, trigger and suture cover are all intact and undamaged. The deployment trigger was returned in a deployed position. One strand of suture was returned threaded through the inserter. The textile anchor was attached but pulled forward out of the insertion shaft. It was soiled and partially cinched. This is consistent with partial deployment. The inserter¿s outer shaft has no obvious damages. Disassembly and inspection of the inner shaft confirmed no damage of the fork tines. Smith and nephew suturefix anchors are intended for the reattachment of soft tissue to bone. Following instructions for use recommended prep is essential for successful anchoring and repair. Per instructions for use: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Only use the recommended drill bits and drill guides intended for use with the suturefix ultra suture anchor. Use of other instruments may injure the patient, damage the instruments, or compromise fixation. Breakage of the suture anchor can occur if the insertion site is not prepared with appropriate instrumentation prior to implantation. Do not use sharp instruments to manage or control the suture. Once seated do not rotate the suture anchor device in the bone as this may cause device failure. Pull back slowly on the handle to remove insertion device. The anchor will remain in the bone¿. Instructions for use also highlights precautions that affect successful fixation. No reported damage was found. No cause for failure was found. Product met specifications upon release to distribution. No root cause related to the manufacture of this device was confirmed.